Manufacturer narrative:
Zimvie complaint number (B)(4). Brand name not provided. Catalog and lot number not provided. Concomitant device is tsvmb10, imp, tsv, mcol mg, 3.7mm, 10m, lot number 64092646. PMA/510(k) number is unknown. Manufacturing date of device is unknown.

Event description:
It was reported that the abutment screw fractured resulting in implant removal.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The product was returned and the reported event (fractured : screw) was confirmed following inspection and evaluation. Based on the evaluation, the device malfunction was confirmed. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review could not be completed for the unknown screw since the lot number was unknown. Complaint history review could not be performed for the unknown screw since the item/lot numbers were not available. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.